Event description:
Medtronic sphere 9 catheter used for heart ablations had a sensor error shown to the medtronic reps. This is a needed device in order for us to be aware of the temperature of the catheter while ablating. A new catheter needed to be opened. The old catheter was not used to ablate.